Manufacturer narrative:
The field service engineer (fse) noted many sample clot alarms. The fse cleaned the sample probe and sample lines without success. The sample probe was replaced and the issue was resolved. The customer had no further issues. The investigation determined the cause of the event was a clogged sample probe. At the end of each month, the instrument issues several liquid flow cleaning (lfc) recommendations. It is highly recommended to perform operator maintenance regularly to avoid probes becoming clogged.

Manufacturer narrative:
Following daily maintenance, the customer noted qc issues on multiple assays. The customer checked the sippers and mechanisms and did not observe any issues. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple assays on a cobas e801 module. Discrepant results were provided for 1 patient sample tested for elecsys troponin t hs (troponin t hs). The initial result was 38 pg/ml. The repeat result was 6 pg/ml. It is not known if questionable results were reported outside of the laboratory. The troponin t hs reagent lot number and expiration date were not provided.